Event description:
Per the clinic, the device was explanted on july 07, 2021 and the patient was re-implanted with a new device during the same surgery.

Event description:
Per the clinic, open and short circuits were noted on multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.